Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085220/7085227/7085287/7085443.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure where all device components were removed. The patient was doing well and recovered postoperatively. The explanted devices were not returned as they were discarded by the medical facility.